Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced both foot pedals to correct the integrated electrosurgical unit (iesu) or erbe error. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable cause of the erbe error is due to defective foot pedals and can resolved by replacing the foot pedals.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report a handheld lap instrument fired by itself while connected to the integrated electrosurgical unit (iesu) or erbe generator with a green monopolar cord. There was an error message that came up. Tse recommended ensuring the external foot pedals are not being depressed accidently. The customer stated that the pedals were both laid out and nothing was being depressed. The erbe was working normally otherwise, and they were continuing with the dv instrumentation. The customer called back to report when attempting to fire bipolar energy with the erbe, the system was producing the activation has been interrupted and to release the activation switch error m-10. Tse walked the customer through disconnecting the external foot pedal cables connected to the back of the erbe with no change. Customer did not have a backup generator, and the procedure was converted to another dv system with no reported injury.